Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  After review of the legal records, there were no allegations or deficiency for the right hip and no revision. Thus, this report was created in error and it will be rejected.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Ppf alleges loosening of cup, dislocation and fracture of component.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Product complaint # : (B)(4). Investigation summary: we received a ppf alleging loosening of cup, dislocation and fracture of component. Doi: (B)(6) 2008; dor: none reported; right hip. The patient is bilateral. Please see (B)(4) for the left hip. Note: the ppf does not specify to which hip the aes are related. The patient had a revision of the left hip. It is likely that the reported events are related to the left hip. The medical records report no allegations of loosening or fracture pertaining the right hip, and there was no revision reported. No device associated with this report was received for examination. There is no known allegation against this product code/lot number combinations. A complaint database search and/or device manufacturing (DHR) review will not be performed, as it is not possible to identify related reports or identify related issues within a DHR when there is no known product allegation or adverse patient issue identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.